Event description:
The customer reported discrepant troponin I (access accutnl+3) results, for multiple patients, involving the unicel dxc 600i synchron access clinical system. The customer also reported wash pump valve motion errors and pipettor z-axis motion errors. Beckman coulter customer technical support (cts) guided the customer in disassembling the wash valve, and clean and reassemble the valve. The customer noted the stator and rotor disk were stuck together. The wash valve was cycled and rehomed to verify proper placement. The customer noted quality control (qc) recovered within specifications. The customer then started to analyze patient samples and questioned the results as the values did not correlate with the patients' clinical condition. The customer stated the initial results were released from the laboratory and corrected reports were issued. There was no report of patient injury or change to patient treatment associated with this event. Patient samples are collected in lithium heparin tubes and centrifuged in a stat spin centrifuge for three minutes, at ambient temperature. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted intermittent clouds of micro bubbles in the wash pump during the down stroke of the piston upon priming. The fse observed wear on the wash valve motor coupling and replaced the coupling to resolve the micro bubbles issue. The fse completed a successful system check, high sensitivity (hs) system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the worn wash valve motor coupling which allowed air to enter the wash pump.